Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. No other lead anomalies were noted. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
External insulation abrasion was noted at 10.0-10.3 cm from the connector pin consistent with lead friction to the device can. The outer coil was exposed in this region. This is consistent with the observation from the field of noise.